Event description:
Problem occurred during testing, went to home to do routine follow up and performance verification. While completing performance verification I went to disconnect power to verify power loss alarm and power swithover - vent failed to alarm and went completely black. When power was reconnected unit said reset. I pushed the silence/reset and the unit started to ventilate again.